Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : examination of the returned device confirms the complaint; the impactor has cracked. Root cause product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor (p/n: 254401006) was broken in 2 pieces when the surgeon struck the femoral component after the impaction handle was connected with the impactor during the tka surgery on (B)(6) 2019. The broken fragments were retrieved, and confirmed it was matched with the broken portion, there was also no remaining in the patient's body. It was confirmed that there were also no broken fragments in the patient's body by postoperative x-ray examination. The surgery was completed without a surgical delay by using system impactor and it would not be adverse consequence to the patient. No further information is available.